Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), the additive was stuck to the top in an unspecified number tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-dec-2024. Investigation summary: bd received a sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, fifty (50) retention samples from bd inventory, were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. The batch history review was satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode of gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), the additive was stuck to the top in an unspecified number tubes. There was no health impact or consequences reported.